Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-00158, 1627487-2019-00160. It was reported that the patient underwent surgical intervention on (B)(6)2018 wherein the patient had their entire scs system explanted due to the system not providing adequate pain relief. The patient stated they did not suffer any sort of trauma.